Manufacturer narrative:
Other relevant device(s) are: software (B)(4). A medtronic representative went to the site to test the equipment. It was reported that there was no fault found, the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software investigation was initiated, however it was determined that unable to determine probable cause without further information since the behavior could not be replicated following passing work order. Mif information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure the navigation system was unable to receive exams from the imaging system. The exam had a nav tag on the mobile view station (mvs) and both systems showed they were communicating. Confirmed good ip information and tried different ethernet cables and rebooting both systems with no resolution. The imaging system mobile view station (mvs) showed that it successfully pushed the exams, but the exams did not show up in the spine software, under imaging or CT procedures. Surgeon swapped to a c-arm for the remainder of the clinical case. It was reported that the systems had previously communicated with no difficulty, but a recent update to pacs required changing all of the ip information on their systems, and the navigation and imaging systems were no longer communicating after that update.